Manufacturer narrative:
(B)(4) - no consequence or impact to patient was reported. Deployment is addressed in the IFU. Event is still under investigation.

Event description:
Following standard deployment of the main body and supra-renal stent, an attempt to retrieve the top cap was made. The grey positioner was advanced and secured inside the top cap. When the grey positioner was retracted into the sheath, it stopped at the proximal edge of the radiopaque markings of the sheath; despite all attempts, it would not advance further into the sheath. The entire system was removed; which revealed crimping of the reinforced sheath. A short 18fr sheath was inserted to maintain haemostasis. The procedure was completed without further problems. Apart from the successfully deployed graft, no part of the device remained inside the patient. The patient required an additional 18fr sheath to be inserted to maintain haemostasis. No adverse effects to the patient were reported due to this occurrence.